Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a heartmate 3 implanted (B)(6) 2024. Their chest was left open post-operatively due to coagulopathy and concerns for inflow cannula positioning. They were returned to the operating room (or) on (B)(6) 2024 for delayed sternal closure. They were significantly vasoplegic post-op, requiring a high dose of norepinephrine and methylene blue. Their oxygen and pressor requirements increased overnight into the morning of (B)(6) 2024 and a patent foramen ovale (pfo) with right to left shunting was noted on transesophageal echocardiography (tee). A decision was made for the patient to return to the or for temporary right ventricular assist device placement with an oxygenator. The patient continued to progressively decline and remained profoundly vasoplegic despite maximum dosage of pressor support. The decision was made to withdraw support and the patient passed away on (B)(6) 2024 at 15:48. Log files were submitted for review and captured low flow hazard alarms, low speed alarms, and several set speed changes on (B)(6) 2024. Pulsatility index (pi) events were also noted. The log indicated that external power including the backup battery were removed from the controller on (B)(6) 2024 at 15:43, which matched the time frame of reported withdrawal of support. The flow readings seen in the logs did not appear to be the result of any external equipment malfunction. The low speed advisories were the result of the set speed changes below the low speed limit. The healthcare providers did not consider the event to be directly related to the device.

Event description:
It was reported that the patient did not have right heart failure or coagulopathy prior to lvad implant. The patient's right heart failure and vasoplegia led to multisystem organ failure.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported inflow cannula malposition could not be confirmed. The reported low flow alarms were confirmed through a review of the submitted log files. A specific cause for the alarms as well as a direct correlation between the alarms and the reported malposition of the pump could not be conclusively determined through this evaluation. A correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome cannot be conclusively determined. The outcome was not considered to be device or therapy related. An autopsy would not be performed. The pump was not explanted and will not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.